Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer informed that the dovetail came loose. No patient was involved. A field service engineer was able to help the customer out over the phone.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative instructed the customer to tighten the dovetail screws so the aberrometer could be safely used prior to the company representative arriving on-site. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. The root cause of the reported event can be attributed to loose screws on the dovetail. How or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).